Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation to the dilator and sheath remains unknown.

Event description:
During an atrial fibrillation procedure, after the sheath was inserted into the patient, the needle punctured the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.